Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements. After several manual impedance measurement tests, the impedance value decreased from >2500 ohms to 400 ohms. The physician suspected an incomplete lead fracture however this was not confirmed via an x-ray. The lead was reprogrammed and the patient will be monitored. No adverse patient effects were reported. The lead remains implanted.